Manufacturer narrative:
The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear/failure could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation. H6: corrected health effect and investigation clinical codes.

Event description:
Legal case ¿ USA (master case no. (B)(4) related case (B)(4). It was reported via legal documentation that approximately 20 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain, swelling, instability. No further issues or complications were reported. No additional information is available. (B)(6) 244-24-09 - optetrak hi-flex tibial insert sz 4 9mm serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.